Event description:
It was reported that the lead integrity alert (lia) was triggered on the right ventricular (rv) lead due to high short interval counts (sic) and several non-sustained ventricular tachycardia episodes (nsvt). The rv lead was originally reprogrammed, however the physician decided to explant and replace the rv lead during the following generator change. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress, and the inner tubing, overlay tubing, and outer insulation of the lead were observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage. Performance information was collected from the device and was analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, and that the impedance trend on the rv (right ventricular) pacing lead was decreasing. Analysis of the device memory also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) associated with the right ventricular lead. The analyst noted that no anomalies could be attributed to the complaint at this time. Blood ingression was noted throughout the lead at time of analysis; however the insulation breaches could not be located.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: product ID 5076-52 implantable pacing lead product ID d234drg implantable cardioverter defibrillator. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.